Event description:
The customer alleged that he performed a control test and received a result of 225 mg/dl. A normal control range was not provided, but should be around 105-145 mg/dl. No adverse event was alleged. The customer ended the call before any additional information could be obtained. Customer service attempted to call the customer back, but was told he was not home. No product will be returned.